Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the breakage of the probe might be the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. Also, an error occurred. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partially confirmed. The probe was found to be ruptured around its outer pipe, however, the error code could not be reproduced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasonic surgical device displayed an unknown error message about three hours into an unspecified therapeutic procedure. When the doctor removed it from the body and touched the bade, the tip came off. It had not fallen out of the body. The device was replaced and the procedure was completed with no report of patient harm.